Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that therapy stopped due to a power on reset (por), it was noted not to be related to an overdischarge event. The patient stated that they were sleeping at the time they saw the por. The steps to clear the por with the patient programmer were reviewed and it was successfully cleared. The therapy was turned back on, the therapy was adequate. The issue was resolved. The patient did not intend to follow-up with any health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.